Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and submitted the device to the manufacturer to performed a failure analysis. Investigation of the returned devices was able to visually identify a hole in the material between the skirt assembly and the shell by one of the magnet ports, which would result in a leak or deflation. Shell wall thickness at the point of the hole is uniform, therefore there is no evidence of a thin spot that could have resulted in an aneurism/popping of the shell. The shell wall along the hole appears smooth and consistent with that produced by a sharp blade (see attached images). Investigation of raw materials comprising the shell and skirt assembly found that all physical properties met specification. No manufacturing-related nonconformances were identified. Lubrizol has ample modes of control in place to reduce the likelihood of releasing a leaking device as a result of manufacturing. Product and document evaluation could not identify any manufacturing causes for a leak in the shell. Therefore, the device failure is unrelated to the manufacturing process. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The device leaked and split at the seam by the magnet ports.

Manufacturer narrative:
Sientra complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.